Event description:
It was reported by the rep that the (1) ets35 were used during a laparoscopic appendectomy procedure. It was reported that the devices would not fire. The device placed about five staples and then stopped. It was not reported how the case was completed and there was no consequence to the pt.